Manufacturer narrative:
The reported events of high impedance, and intermittent capture were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality, device detected and measured the load changes within normal range upon interrogation. Capture test and visual inspection of the header and connector did not find any anomalies, contamination or foreign material. Longevity assessment found device in normal range of operation.

Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-atrial (ra) lead exhibited high pacing impedance, low pacing impedance, possible insulation damage and p-wave amplitude variation, the pacemaker exhibited high pacing impedance and intermittent capture. Patient had also experienced arrhythmia, dizziness, shortness of breath and fatigue. As a resolution the ra lead and the pacemaker were explanted and replaced. There were no patient consequences.